Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 480 mg/dl while wearing the pod between 24 and 36 hours. The patient went to remove the pod and they saw that the cannula did not enter the infusion site (arm). The cannula was also bent.